Manufacturer narrative:
One (1) unused sample was received with no product packaging. The sample was examined and compared to specification, component was found to be assembled according to the specification drawing. The sample was given a moderate tug while being inspected. The elastic head strap remained securely attached to the corner bond areas. The device history records (DHR) evaluation was performed for the product code 46867 identified in the complaint. According to the documented records, the product was manufactured according to approved manufacturing procedures and specifications. The product was released by quality assurance. A quality nonconformance was not reported at the time of production. Based on DHR review and manufacturing assessment, root cause is unknown. Manufacturing conducts visual and functional inspections throughout production aside from the qa inspection. The device was manufactured according to specification requirements. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The customer reported issues with the ear loops breaking on both mask codes 47107 and 46867 during use. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time.